Event description:
The affiliate reported the valve was no longer adjustable. As a result the device was revised.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was visually inspected, and it was found that the stator was dislodged. Therefore the cam position/pressure could not be determined. The valve was examined under microscope at appropriate magnification and a dent was found in the valve casing, and the cam mechanism was damaged. Although it is not possible to determine the exact cause for the dislodgement, it might be possible that the valve received some form of impact causing the dislodgement and dent found during the investigation. This however could not be confirmed. A review of the device history records confirmed that the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.